Manufacturer narrative:
(B)(4). The sample associated with this record was not returned for analysis. The lot and order information could not be reviewed. A review of the manufacturing process for customized product was conducted and was determined that dimensional specifications are measured at several steps throughout the manufacturing and quality inspection processes. The reported issue cannot be confirmed since no sample and no lot number are available.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported the custom tube they received had the wrong dimensions. There was no patient involved.